Event description:
On 04/13/2009, the patient reported experiencing repeated e4 (occlusion) errors on his infusion device for approximately 1 month. He stated he has experienced e4 errors with 3-4 infusion sets from his current box and he has received two e4 errors today. He stated that he performed a cartridge change today and attempted to bolus 6 units of insulin, and e4 was displayed. He changed the infusion site and attempted to bolus 7.6 units and e4 was displayed again. He stated the cannula was bent upon removal. To troubleshoot, the patient was instructed to disconnect from his infusion set and he was able to bolus 4 units of insulin without error. He removed the infusion site and the cannula was bent. He stated that he inserts infusion sites on his abdomen using his "whole stomach." He stated that his infusion sites have been irritated. He does not insert infusion sites with a quick motion and he finds insertion difficult. No blood glucose issues were reported. The patient was sent replacement infusion sets, an infusion set insertion device, and information on infusion site management. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.